Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to a breakdown of the skin flap and exposure of the internal device. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.